Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that the connector pin was bent, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant.

Event description:
It was reported that during the implant procedure, the the screw mechanism malfunctioned and the proximal lead pin was bent. The lead was not implanted. No patient complications were reported as a result of this event.